Event description:
It was reported that, "patient reported knee pain after significant physical activity. Physician diagnosis it tendonitis and patellar tendonitis and counseled the patient to use caution with physical activity. The etiology of the injury was most likely overuse, but unable to completely rule out impact of implant. No other treatment was given".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.